Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not beeping as much as it did before. Customer's mom stated that insulin pump did not alert or alarm when customer was high or low even if the high and low setting was active on the insulin pump. Customer stated that they did not hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volume levels. The insulin pump was not vibrating anymore. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. A high and low blood glucose were manually entered and unit alert showed on screen properly during testing. No anomalies noted. (B)(4).